Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, implanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2021. It was reported that the patient¿believed the right lead may have moved. They used to feel stimulation in the "3's," but that day when they set it, they had to raise it clear into the "6's," plus their symptoms were starting to come back. The issue was not resolved at the time of the report.